Manufacturer narrative:
A device history record review (DHR) confirms the device met all material, assembly, and performance specifications. Visual examination of the glass cap identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. Due to the circumferential fracture, a potential for forward firing exists. The glass cap exhibits severe devitrification at the output window. Fiber tip devitrification is normal degradation of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The metal cap exhibits severe burned debris adhesion on its surface, indicative of prolonged tissue contact. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. During functional testing with the helium neon (hene) laser fixture, the aim beam was observed at the output window. There are no signs of breakage along the length of the fiber. Analysis of the returned device was able to confirm the reported event. Inspection of the device identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge, likely leading to the reported complaint that the fiber stopped working. The observed condition of a distal circumferential fracture is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization procedure of the prostate, when the fiber reached 215,557 joules, it lost power. The procedure was completed with a second fiber without clinical consequences to the patient. Analysis of the returned device identified that the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.